Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder, or inpen front and back shell was noted. Inpen paired to the commercial app. Inpen received with leadscrew 1/4 of travel. Performed bayonet bond investigation and found leadscrew and cartridge stop rotating together when dispensing due to broken bayonet bond. Unable to perform baseline/wireless functionality, displacement dose accuracy test, and leak test. Unable to perform leadscrew reset torque test due to bayonet bond failure. Inpen passed front cap investigation. In conclusion: unable to verify alleged high bg. The patient complaint of inpen not working could not be confirmed due to broken bayonet bond. Broken bayonet bond can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported hyperglycemia. The event involved product(s) mmt-105nnblna. Troubleshooting was partially performed. It was unknown if the device was used within 48 hours of the reported event and unknown about the auto mode feature. No further patient complications were reported. Mmt-105nnblna was returned for analysis.